Event description:
It was reported that during a tfn procedure, surgeon complained that the tolerances of the instruments were slightly off, causing misalignment. The helical blade hit the nail and the surgeon had to jiggle the helical blade to get it to align with the nail. The surgeon was able to pass the blade through the nail to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product investigation visual inspection revealed tha the parts were manufactured and processed per the specification requirements. The complaint condition could not be replicated with the returned parts and based on the age of the parts, there is no indication of any manufacturing or design related issues. Therefore, this complaint is invalid.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).